Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the cranial-scr plusdrive ø1.6 self-drill l4 (pn: 400.834s, ln: 49p8973) was returned to jabil: monument for investigation. The returned screws have damaged tips. The returned screws were not returned in their original packaging. The two (2) screws were returned with one (1) clip. The screw could have deformed due to some user error after the product was released. Device failure/defect identified: yes dimensional inspection: a dimensional inspection was not performed due to post manufacturing defect. Document/specification review: the following drawings were reviewed by jabil monument: product drawing was reviewed. The screws are self-drilling (sharp tip) and the material type is tialnb. Review of the DHR finds part number 400.834.05 (batch 29p9745) was packaged in a bag with a quantity of five (5). No clips are used during this packaging process so it unknown how the product was handled after product release. No discrepancy were found during manufacturing of product. Complaint confirmed? Yes. Conclusion: the complaint was confirmed for the t15 cann strdrv scrwdrvr shaft slf-retain (part #: 03.333.304, lot #: 49p8973). Based on the evaluation performed, the cause of the issue cannot be traced due to manufacturing as the release product was in specification. The issue could have happened by user error while handling the product after release as the screws were not in the original packaging. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part: 400.834s, lot: 49p8973, manufacturing site: bettlach, release to warehouse date: 03 april 2020, expiry date: 01 march 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing location: monument manufacturing date: 07-dec-2019, part number: 400.834.05, ti low profile neuro screw self-drilling 4mm, lot number: 29p9745 (non-sterile) . Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, ns026484 rev aj met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: 15l2627. Lot summary report dated 21-aug-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Note: there were no supplier material certifications included in this DHR. Supplier was notated as dynamet. Device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that during surgery of resection of sellar tumors, it was noted two screws did not have a tip. This was noticed when opening the packing. The screws were not used. Another device was used to complete the surgery. There were no adverse consequences to the patient. This report is for a screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: expiration date. D9 h3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.